Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had watchdog timeout, frozen display. The customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated that they were unable to clear the alarm. Customer reported that the alarm occurred after the buttons were stopped responding. The customer was also advised that the insulin pump will be replaced and may continue to wear the pump until replacement arrives. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No frozen screen and no watchdog timeout alarm noted during test.